Manufacturer narrative:
The phaco handpiece was not returned for evaluation. The phaco handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in the regulatory report attachment. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Article: e.c.y. A perspective of biometric, visual and refractive outcomes of cataract surgery: a report of an ophthalmologist in compulsory governmental service. The european research journal. 2020 nov 4. 6(6):647-654. The manufacturer internal reference number is: (B)(4).

Event description:
A literature article has be identified. The purpose of this article is the study of preoperative biometric and postoperative refractive data including axial length (al), mean keratometry (k), anterior chamber depth (acd), astigmatism, lens thickness (lt) of 310 patients who had cataract surgery were reviewed. Surgery was conducted with one skilled surgeon who used the same method for all surgeries. All eyes had phacoemulsification (phaco) cataract surgery. Six patients experienced a posterior capsule rupture, vitreous loss and capsule rupture/vitreous loss peri-operatively. This report represents an unknown number of patients with vitreous loss. This is one of three reports being submitted for this article.